Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's insulin on board (iob) was not accurate after delivering a correction bolus. Additionally, it was reported that unspecified cartridge alarms occurred. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting and to provide additional information regarding the issue.